Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 7.0 mmol/l. The customer stated that there were motor error repeats again and again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.